Event description:
The initial rptr contacted shiley to report that they had an echocardiogram and a perivalvular leak was found. According to info, subsequently forwarded to shiley from the physician, the pt was admitted to the hosp with recurrent congestive heart failure and the pt was in paroxysmal atrial fibrillation. It was noted that the pt had perivalvular aortic insufficiency and moderate mitral regurgitation at that time. According to the physician's note, treatment with medication and further evaluation was recommended and it was noted that the pt is doing fairly well.